Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported controller is blank/un responsive. Caller stated that for the past couple weeks they have been having issues with the controller; they will be charging the implant and the screen will go to a white screen and they will have to take the battery out and put it back in to get the screen to come back up. Caller added that last night the screen went completely white so they tried resetting but that did not resolve; now the screen is just blank/unresponsive. Agent did not ask about the circumstances that led to the reported issue. Walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on; confirmed there is a green light on ac power adaptor. Caller inserted aa batteries and the controller did not turn on. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller mentioned that the battery pack was replaced previously stating it was not that old.

Manufacturer narrative:
H3: the 97745 - controller, serial number (B)(6) was returned for product analysis. Analysis found corroded/liquid damaged main board which was causing charging /power/connection issues and cracked/scratched/worn front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.